Event description:
It was reported that while debulking a fistula with a castenada brush the tip of the guide wire was extended beyond the tip of the castenada device. Upon removal of the guide wire and the castenada device, it was noted the tip of the guide wire had become detached. Following an unsuccessful attempt to retrieve the tip from the pt's vasculature, it was decided to leave the tip in the pt's vasculature.